Manufacturer narrative:
Lead was extracted on (B)(6) 2021. Upon receipt, the lead under complaint was found cut 4 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The yoke and the distal fragment including the shock coils and lead tip was not returned. It is reasonable to assume that the lead was cut during the surgery. The analysis revealed a damaged insulation directly next to the is-1 connector pin. In this region the inner coil was found deformed. The above mentioned damages most likely resulted due to mechanical stress during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was extracted on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead partially capped. Rv p/s pin capped during changeout procedure. While connecting the rv p/s pin into the new device, the physician engaged the set screw for the pin electrode and did a tug test to ensure the lead was properly secured. The insulation between the ring and the tip broke loose and the conductor for the tip unraveled. The lead was clipped distal to the ring electrode and the remaining lead body was capped pending extraction at a later date. No adverse patient events reported. Should additional information become available, it will be added to this file.